Event description:
It was reported that during intercourse, the right cylinder of this inflatable penile prosthesis (ipp) punctured through the urethra, causing pain and discomfort. The patient underwent a surgical procedure and the cylinder was removed, while the rest of the components were left implanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during intercourse, the right cylinder of this inflatable penile prosthesis (ipp) punctured through the urethra, causing pain and discomfort. The patient underwent a surgical procedure and the cylinder was removed, while the rest of the components were left implanted. At a later date, a new cylinder was implanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.